Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was shifted in the ipg pocket. As such, patient experienced discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted to address the issue.